Manufacturer narrative:
The insulin pump was passed the unexpected restart error test, no alarms noted. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube, and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed experienced an unexpected restart alarm. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.